Manufacturer narrative:
Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30749349l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis and surgical intervention. During an afib procedure at the last ablation of the left atrium roof (la), the patient¿s blood pressure decreased and cardiac tamponade was observed. A pericardiocentesis was performed. As blood was coagulated, cardiac tamponade was not completely removed by drainage, and a thoracotomy operation was performed. The af procedure itself has been completed. Atrial septal puncture was performed. A new rf needle of fukuda electron was probably used. Ablation was performed before pericardial effusion or tamponade was identified. Ablation was conducted for lpv, rpv, roof btm. Steam pop was not confirmed. Flow rate of irrigation catheter was set to nominal. Thoracotomy drainage was performed in the operation room. The physician's opinions on the relationship between the event and the product: there is no comment particularly on the relationship with the product. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 25-jul-2022, bwi received additional information regarding the event. The physician didn¿t mention to the relationship with bwi products. Force visualization features used were real time graph, dashboard, vector & visitag with tag index. On 1-aug-2022, bwi received further information. Thoracotomy was not needed for the treatment. Only drainage was conducted. The patient did not require extended hospitalization because of the adverse event. Relevant history was the patient had cardiac problem but details are unknown. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. The visitag module was used and the parameters for stability were 2mm30sec 50%. During ablation, the visitags were correctly shown. There was time even before the maximum value was reached. No additional filter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).